Event description:
It was reported that the right ventricular lead had an increased sensing integrity count (sic) with noise, oversensing, and high impedance which triggered a lead alert. The physician decided to replace the lead but was not able to extract the lead so it was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).